Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and noted that there were no instrument issues and it appears the panel b does has low target. Customer was notified of the findings and reported that they agree that the influenza b was a lower concentration than influenza a. Customer noted that they didn't have enough flu b reference material remaining to make a stronger concentration. Customer was advised to rerun their validation with a higher concentration stock.

Event description:
Customer reported getting a discrepant sample from worklist 000942-20211117-17 for sars-cov-2/flu (assay ml 303906) on the panther instrument sn (B)(4). Customer noted that the samples were either previously tested or contrived. Samples have not been tested for flu before but the same samples were tested on their other panther and the results were great.